Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes and the completed investigation. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor didn't came out of the sheath. After the first and second auditive click, the anchor wasn't released. The device could be retrieved without any problem. It was reported that there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results and to update information for device available for evaluation? And device evaluated by MFR?. It was initially reported the device was returned, however, upon investigation it was determined the device was not associated with this MDR. There is no device available. No evaluation could be conducted due to the device not being returned. Therefore, the investigation was based on the user facility information and the device history records. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.